Event description:
Corrupted power port explanted from pt. A slit measuring approximately 1 cm between the 8 and 9 cm marks on the implanted power port tubing is noted. Dates of use: (B)(6) 2012 -- (B)(6) 2013. Diagnosis or reason for use: chemotherapy for breast cancer.